Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer reported that the blood glucose went high due to the sensor suspending the delivery since it gave them inaccurate reading while the customer was sleeping. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer does not allege that the insulin pump was under delivering. The customer reported that they have a back-up plan available. The insulin pump will not be returned for analysis.